Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the drawer was not detected on the bus. A field service engineer (fse) confirmed that drawer 3.1 was not detected. Upon opening the back of the unit, it was observed that the right-side light on drawer 3.1 was out. The station was shut down, and the back was opened. The fse replaced the retractor band on drawer 3.1, closed the drawer, and rebooted the station into the application. The drawer displayed four functioning lights. The back of the auxiliary unit was closed, and an escort logged in and successfully recovered the drawer. Medications in the pocket were inventoried, and the drawer was confirmed to be working properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, station had drawer failure, all the cubies and drawer were not detected on bus. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.